Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited placement difficulty. The tip of the lead appeared stuck around the superior vena cava (svc) azygous vein area due to a piece of foreign material imbedded in the screw mechanism which inhibited the screw mechanism. The lead was removed and replaced. No patient complications have been reported as a result of this event.